Event description:
It was reported that the device experienced continuous activation.

Manufacturer narrative:
Alleged failure: the electrode remains on even when no longer pressed the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an internal suction tubing polyimide was damage, a leak which permitted fluid to ingress where the electrical components are, causing a short circuit which in turn caused the unit stopped working. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device experienced continuous activation.